Event description:
Caller reported a malfunction on a pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided information for resetting the pump and assisted the caller with the process, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.